Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male patient (unknown age) the device would intermittently not power on. The complainant alleged the battery was removed and reinserted and the device would then power on. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to the system board. However, the customer declined repair and the device was returned labeled not certified for clinical use. Analysis for reports of this type has not identified an increase in trend.